Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable investigation result of catheter detached. Block h11: investigation results the returned nephrostomy catheter sets was analyzed, and a visual evaluation noted that the device returned with the connector cap and the blue heat shrink fully detached from the catheter. It was also noted that the tube connector did not return for analysis to perform the connection of both components. Additionally, the connection between the fitting plastic and the tube connector could not be conducted. Microscopic examination was performed under magnification, and it was noticed that the connector cap and blue heat shrink are damaged indicating force was applied to the device. Dimensional examination was performed, and it was confirmed that the luer lock tap from the fitting plastic that was the section connected to the tube connector is within specification. With all the available information, boston scientific concludes that the reported event could not be confirmed since the device returned incomplete and the investigation findings did not lead to a clear conclusion about the cause of the failure. However, it is possible to conclude that the observed findings of the blue heat shrink fully detached from the catheter, also the connector cap and blue heat shrink returned damaged could be related to handling and manipulation of the device during procedure. It is probable that an excess of force applied to the device such as operational factors during their use could lead to cause the damages observed. Based on the information available and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. On (B)(6) post procedure, the connector was inserted; however, the catheter and the connecting tube could not be connected. The procedure was completed with another of the same device with no patient complications. Analysis of the returned device revealed that the blue heat shrink fully detached from the catheter.